Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. The customer informed he has recently been diagnosed with high blood sugar;he feels well at the time of the call but still have sympton of high blood sugar for example blurred vision and dizziness. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 150 to 200 mg/dl. The blood glucose testing is performed four to five times daily. The customer reported symptoms of blurred vision and dizziness. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of hi and hi. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/15/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: 1:hi; 2:241mg/dl; 3:hi; 4:hi; 5:299mg/dl. Adverse event not reported.